Manufacturer narrative:
The device was returned for analysis. The reported irregular appearance (loose suture) was not confirmed; however, the link was returned loose. These observations indicate the device may have been partially deployed at some point and/or the lever was inadvertently pulled prior to use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when opening the proglide device, it was found that the proglide suture was sticking out. The proglide device was never used in the patient. There was no patient involvement. A new proglide was used to complete the procedure. Analysis of the returned proglide device identified blood on and in the device consistent with insertion. The link was loose, indicating that the foot lever was opened and closed. No additional information provided.